Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant products: 429888 lead, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented in the emergency room with intermittent non-capture. A temporary lead was placed. Dislodgement of the left ventricular (lv) lead and right ventricular (rv) lead was confirmed due to suspected twiddler's syndrome. The implantable cardioverter defibrillator (ICD) system was explanted and replaced with an epicardial biventricular system using two rv leads with a y adaptor. No patient complications have been reported as a result of this event.